Event description:
(B)(4). Initial info reported by a physician to a sales representative on (B)(6) 2009: a pt (age and gender unk) received injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] for unk indication (dose, and therapy date unk) and formed a papule in the nasolabial fold area. Medical history and concomitant medications were not provided. No further relevant info reported. Additional info for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unk) from product technical complaint report case ID (B)(4) date (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marked in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damage detectable.

Manufacturer narrative:
Conclusion: no faults detectable.